Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, black fibers were found on an iol. These fibers were extracted and collected in formalin to be tested further. The fibers are 4.1 mm in size. The fibers were noted after the iol was inserted and were assumed to be on the anterior surface of the lens. The fibers were easy to extract. It's unclear if the fibers were present on the lens prior to loading. Additional information was received stating the fibers were not found until the lens was already inserted into the eye. The lens was placed per usual route without incident. The fibers were noticed by the surgeon after insertion of the iol. The lens was not checked for fibers prior. The event did not cause harm to the patient. The lens was not explanted. There was concern for unknown fibers located on the iol. Surgeon manually extracted the fibers prior to end of the case with forceps. No additional incision was made. Incision was hydrated with balanced salt solution (bss).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens, lens case, pouch and carton were not returned for evaluation. Only a specimen cup was returned. The container was labelled with the lens information and a note that states foreign material. The sample was sent to the particle lab for identification. Lab results: the contents of the cup were filtered according to procedure. Microscopic examination of the filter showed numerous dark fibers up to 1.7mm in length. The dark fibers were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fibers¿ generated ir spectra to a library of spectra finds the best match to be cotton. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and cartridge were indicated. Viscoelastic was not provided. It is unknown if a qualified product was used. The lens, lens case, pouch and carton were not returned for evaluation. A specimen cup was returned, indicated to contain the reported fibers. The contents of the cup were filtered according to procedure. Microscopic examination of the filter showed numerous dark fibers up to 1.7mm in length. The dark fibers were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fibers¿ generated ir spectra to a library of spectra finds the best match to be cotton. Cotton is a common material. No dark cotton products are worn/used in the iol manufacturing process the origin of the dark fibers cannot be determined. The manufacturer internal reference number is: (B)(4).